Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. The event date reflects the date of the forum posting. No further information is available. The country the event occurred in is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve had ¿big jumps¿ and the patient was sensitive to small pressure changes. It was stated the patient also had ¿poor compliance,¿ which predated slit ventricles. It was determined the patient needed a lower pressure than the valve would go. The patient¿s valve had been adjusted from 1.5 to 1.0 to 0.5, looking at short term improvements with each adjustment. Pressure readings were also lower. The valve was removed. It was added the patient had been operated on multiple times.